Event description:
A malfunction was reported on the pump. There was no reported impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappears.